Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25120551, 25120588 and 25120955 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. Device evaluation: the device was returned to the factory for evaluation. A visual inspection was conducted. The visual inspection was based on the event description, we were able to identify that the insufflation tube on the btt was absent. The cannula was inspected and no defects to the insufflation tubing system were observed. The btt insufflation tubing was detached from the housing and was not returned, and therefore was unable to be inspected. The housing was inspected for evidence of adhesive. Adhesive residue was observed to be present on the housing indicating proper completion of assembly procedure "btt ¿ leak test and insufflation tube assy mcv00009036". No evidence that a manufacturing deficiency caused or contributed to the failure was discovered during the evaluation. Based on the returned condition of the device, the reported complaint was confirmed. A lot history record review was completed for lots 25120551, 25120588 and 25120955 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history device evaluation: the device was returned to the factory for evaluation. A visual inspection was conducted. The btt insufflation tubing was detached from the housing and was not returned. Based on the returned condition of the device, the reported complaint was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tubing was disconnected from where it should have been connected. The hospital did not report any patient effects.

Manufacturer narrative:
Feb. 02, 2016 03:45 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tubing was disconnected from where it should have been connected. The hospital did not report any patient effects.